Manufacturer narrative:
Returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The device showed no signs of damage visually or microscopically, so a functional test was performed. The device was inflated to its rated burst pressure of 14 atmospheres. The inflation of the balloon did not reveal any signs of leak or loss of pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for post dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for post dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.